Event description:
It was reported that on an 840 ventilator the bottom screen was erratic. The ventilator was not on a patient at the time of the event. The service engineer (se) inspected the device and confirmed the reported issue. The se replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb) and backlight assembly. The se updated the software and the unit passed all testing, operates within the manufacturing specifications.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.